Event description:
It was reported that the rigid videoscope displayed a very poor image and exhibited a poor light output issue during an unspecified surgical procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure of poor light when operating was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation:the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely that following led to the malfunction: the charged coupled device (r-unit) is broken and therefore the automatic brightness adjustment does not work. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.